Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. The photo evidence of the powder bags shows that one has failed just above the bottom seal and the other is along the side of the pack. Both could have been caused by the operator during the folding process. If powder was above the first fold this would then put additional pressure on the side seal and possibly cause the failure in the side seal. If the powder bag contained more air during then sealing process, then when folded would put additional pressure on the side seals. Based on the observations, the reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 21-july-2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30-june-2024. Device history review : a manufacturing record evaluation was performed for the finished device [545035500 / 3877154] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. A non conformance was opened for this issue. This product issue will be addressed through the depuy synthes quality system.

Event description:
It was reported that there were 2 boxes of bone cement where the ampules came broken. Both have the same lot and additional bone cement was obtained and intact with no issue.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form : powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.